Event description:
Hospital reported that during a procedure, the cannulated drill bit broke and the tip remains in the pt.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device is an instrument and is not implanted.